Event description:
.

Manufacturer narrative:
The pt / person who filed this report with the FDA never returned the device to the MFR (or if they did, he/she never identified the adverse event in connection with their return, making device eval impossible). The pt reaction described in the report may be deemed a "paradoxical response." Determining if the device contributed to the symptoms requires much more info about the case, including other treatments the pt was receiving at the time, diagnosis, history, and past conditions. The info provided in the report is insufficient to determine if the reported symptoms are attributable to the use of the device. The pt may have had a condition that was not appropriately diagnosed for which the device, or other anti-anxiety treatments, was not indicated.